Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years post implant of this aortic bioprosthetic valve, the patient was being considered for a transcatheter valve-in-valve procedure due to high gradients and stenosis. The physician elected not to perform the procedure or any other treatment at this time. No known intervention has occurred to date. No adverse patient effects were reported. Subsequently, 5 months later the patient successfully had an aortic replacement with a 23mm aortic bioprosthetic valve. No additional adverse patient effects were reported